Event description:
The customer reported an unknown volume of liquid leaked from a coulter lh 750 hematology analyzer. The instrument operator was wearing personal protective equipment that included gloves. After the leak was discovered, the operator performed a shutdown, which caused the leak to escape the diluter box; the leak was diked with absorbent material. There were no reports of direct contact with the leak or of injury as a result of the leak. The customer provided instrument printouts for seven patients that show the instrument produced discrepant red blood cell (rbc) and platelet (plt) results when compared to the results produced on an alternate instrument in the laboratory. There were no erroneous patient results reported out of the laboratory. There was no death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found the drain line for waste chamber vc11 was loose and leaking. This caused a reduction of vacuum in the waste chamber resulting in incomplete draining of the red blood cell (rbc) aperture bath and carryover problems with the rbc dilution. The fse replaced the tubing to resolve the issue.